Manufacturer narrative:
One ep-workmate¿ and workmate¿ claris¿ ep-4¿ touchscreen computer was received for evaluation. The field reported event was confirmed as the touchscreen was powered on and the touchscreen was unable to boot. The touchscreen was stuck in a boot loop. This indicated a system level circuit board was non-functional. No further evaluation was performed as the touchscreen was unable to boot. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the system level circuit board.

Event description:
During the atrial flutter procedure, the ep4 touchscreen kept looping into windows boot so that it could not stimulate or pace. The touchscreen was bypassed and connected directly to claris cpu and configured to work with claris program. The case was cancelled due to this issue. A replacement touchscreen was received and installed to resolve the issue.